Event description:
Additional information was received indicating that noise resulted in oversensing. Additional information has been requested but has not yet been received.

Event description:
Additional information was received indicating that no intervention has been performed and the atrial lead will be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise on the atrial lead was observed. The patient was in stable condition. Additional information has been request but has not yet been received.